Event description:
It was reported that the restenosis of the mini vision 2.5x15 was confirmed via follow-up angiography on (B)(6) 2010. The stent was implanted on (B)(6) 2009, in the proximal left anterior descending (lad) artery at 12 atmospheres with no postdilatation. On (B)(6) 2010, there was a procedure to treat the in-stent restenosis of the mini vision with a promus stent. The procedure began as a guide wire was inserted into the lad and the left circumflex (lcx) and then ivus was performed. Pre-dilatation was performed with a non-abbott 2.5 balloon catheter; first at 10 atmospheres for 8 seconds and then at 10 atm for 10 seconds and then at 10 atm for 10 seconds and finally at 12 atm for 8 seconds. The physician confirmed that there was no malfunction of the mini vision. No additional information was provided.

Manufacturer narrative:
(B)(4). Restenosis is a known adverse event as listed in the mini vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.